Manufacturer narrative:
This report is submitted on september 15, 2023.

Event description:
Per the surgeon, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, the patient developed wound dehiscence at implant incision site (specific date not reported).